Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements, so it was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements due to a suspected microdislodgment, so it was revised and remains in service. No additional adverse patient effects were reported.